Event description:
It was reported that the pt was experiencing loss of sound and no lock between the internal device and the external equipment. External equipment was exchanged, however, the issue was not resolved. Device revision surgery will be scheduled.